Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and communicating the ipg to the remote control. As a result, the patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.